Event description:
A surgeon reported that the scissors came apart when he was inserting them during a vitrectomy procedure. The surgeon stated that one of the blades fell into the eye. The surgeon stated that he removed a port and enlarged the incision to remove the blade without causing trauma to the retina. Additional info has been requested.

Manufacturer narrative:
Samples have been requested to date have not been returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. This report mailed in to FDA on: 05/02/2008.